Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the unit was not sealing well and there was an end tone heard. The surgeon said that it was not providing the normal seal he usually sees when using the device. There was no patient injury.